Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that their blood glucose level was 650 mg/dl and had large ketones with vomiting. The customer stated that their device was broken. The customer was advised to leave contact information so that a representative could call and inquire about the issues. Nothing is being returned or replaced.